Event description:
It was reported that loss of capture was observed. Patient will be monitored with a shortened follow-up schedule.

Event description:
New information received notes that during follow-up, programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.